Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing discomfort due to the implantable pulse generator (ipg) tilting forward in the ipg pocket. The physician revised the position of the ipg. The patient was doing fine post-operatively.